Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019 a 30mm amplatzer occluder device was selected for a procedure. The user attempted to deploy the device and stated "the device deformed when the first disc was opened in the left atrium. The occluder was reloaded into the catheter. The entire occluder/delivery system was then completely removed from patient." A second attempt was made by the physician and the deformation happened a second time stating "the deformation did not improve on the outside." No patient consequences were reported.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.